Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) for a metacarpal fracture with the variable angle (va) locking hand system on (B)(6) 2018. During surgery, the flute part of the drill bit broke during drilling. The surgeon inserted the screws in other holes of the plate and closed the wound. The fragments of the drill bit were left in the patient's body. There was a surgical delay of 30 minutes. Patient and surgical outcome is unknown. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity# unknown). Unknown plate (part# unknown, lot# unknown, quantity# unknown). Unknown drill (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary visual inspection: the received drill bit shows that the complete fluted tip section is broken off. The broken off portion was not retuned is remaining in the patient¿s body. The shaft and coupling are otherwise still in good condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: material 1.4112 was used with correct hardness after procedure and documented from supplier. The broken surface is homogenous what indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation or lateral stress has caused the breakage of the delicate 1.1 mm drill bit. Please also note; blunt drill bits require more mechanical power during the application. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 03.130.202; lot: f-23022; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 11.sep.2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Additional data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.